Manufacturer narrative:
Updated fields: h2 and h11. Intuitive surgical, inc. (Isi) did not receive the green sureform 60 reload involved with the event. However, isi received the sureform 60 stapler instrument to perform failure analysis. The customer complaint was confirmed. Based on a review of stapler logs, the instrument exhibited one firing failure; however, this failure was not replicated during in-house testing. The jaws opened and closed properly, clamped, fired, and unclamped successfully. The instrument was successfully fired with a sureform 60 black reload and the resultant staple-line was visually inspected with no damage observed. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h6, h11. Additional information: intuitive surgical (isi) received the sureform 60 stapler instrument used in this procedure, however the green reload involved in the event was not returned. Results are pending failure analysis completion. Additional information from the user indicated the shape of staples could not be recalled and no pictures were available. The blade was not exposed. The stapler made normal anastomosis but stopped halfway, with no missing staples. There were no holes or gaps observed within the staple line. The reload did not stick to tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The tissue was normal rectum, without any thickness or calcification. There was no tissue tension or tissue bunching. The additional tissue removal resulted in a successful, acceptable surgical outcome, but surgeon had to make the anastomosis more distal than desired. There was no injury to the patient. The patient did not experience any post-operative complications and has recovered. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 60 stapler instrument was installed on the system three times and fired three sureform 60 green reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, a partial fire occurred using a sureform 60 stapler instrument with a green sureform 60 reload. In the middle of the firing sequence, the system displayed the message "tissue too thick, change to another stapler." This message was not observed after the stapler was clamped onto the tissue. The sureform 60 stapler instrument did not complete the cutting; therefore, the surgeon resected more tissue and cut from another point. After the procedure, the resection was checked and the surgeon did not observe thick tissue that would have contributed to this message. The procedure was completed with a delay of less than 15 minutes.